Manufacturer narrative:
Evaluation codes: results: (other) - inspection of alarm shows that the battery door and battery connectors were damaged/missing.

Event description:
It was reported that the posey sitter select alarm unit does not alarm. No patient injury reported